Manufacturer narrative:
See mfg. Report no. 6000153-2015-00599.

Event description:
Additional information received from the manufacturer representative reported no new lead was placed as the doctor decided not to. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the healthcare professional was talking about a patient that was going to have a lead revision to try and get left foot coverage later that day. The indications for use were failed back surgery syndrome and spinal pain. No patient symptoms reported. If additional information is received a follow-up report will be sent.